Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels dropped to less than 60 mg/dl while wearing the pod. Upon arrival of the paramedics the patient was given both orange juice and sugar. The paramedics were with the patient for 45 minutes. The patient did not go to the hospital.